Event description:
It was reported during a ventricular tachycardia ablation procedure the handle of a cool tip ablation catheter was leaking. The irrigation was setup with heparinized saline and was connected to the cool tip catheter and the flow was set to 2ml/minute. The catheter was introduced into the left ventricle and geometry points and the scar map were completed. Two ablation deliveries were completed with 40 watts and 40 degrees and delivered for up to 60 seconds of energy. During ablation the flow rate of irrigation fluid was at 20 ml/minute. When the physician deflected the catheter and moved locations in the ventricle he noted saline was leaking from the handle of the catheter. There were no adverse consequences to the pt.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. (B)(4).